Event description:
It was reported that, the 4-inch perforated tape that we now order does not actually stick to patients' skin. It is also very hard to rip the tape at the perforations. Many nurses have complained that they are re-dressing patient wounds multiple times throughout a shift, as the tape and dressing come off. We use this tape a lot after surgeries and procedures, for wound care, and for securing medical devices like chest tubes and other drains. Maintaining clean dressings and securing life saving devices/drains is essential for safe patient care.

Manufacturer narrative:
It was reported that the 4-inch perforated tape that we now order does not actually stick to patients' skin. It is also very hard to rip the tape at the perforations. Many nurses have complained that they are re-dressing patient wounds multiple times throughout a shift, as the tape and dressing come off. We use this tape a lot after surgeries and procedures, for wound care, and for securing medical devices like chest tubes and other drains. Maintaining clean dressings and securing life saving devices/drains is essential for safe patient care.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.